Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray revealed that the leads had moved. The patient underwent a revision procedure wherein the leads where explanted. The patient was doing well post-operatively. No device malfunction was suspected. The explanted leads will not be returned per physician preference.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).